Manufacturer narrative:
(B)(4).

Event description:
It was reported that swelling and deep vein thrombosis were observed four weeks post-implant procedure. The patient was given medication, and the issue was resolved.